Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this defibrillator was part of a system revision due to infection. Additional information received from the field representative indicates that the patient's previous system was explanted due to a streptococcus bovis infection. There were no additional adverse patient effects reported. The defibrillator was explanted.